Event description:
It was reported that during a percutaneous coronary intervention procedure. A stent embolization occurred. The 90% stenosed and non-calcified lesion was located in the left anterior descending artery. The physician attempted to use the express2 16mm x 4.0mm stent, but the stent was not on the balloon upon removal of the protective covery, but remained in the cover. The device was exchanged for an express2 monorail 20mm x 4.0mm. An atlantis pro2 crossed the lesion easily, but the stent delivery system was unable to cross. The physician attempted to withdraw the express2 stent and delivery system into the guide catheter, but encountered strong resistance. The physician managed to withdraw the device, but the stent was not on the balloon. The physician noticed that the stent remained in the left femoral region. He was able to snare the stent, but unable to get into the sheath. The stent was left at femoral region. The delivery device was withdrawn with the sheath. The stent was removed from the patient by surgical intervention. The procedure was not terminated with this event. Patient status is reported as "stable". Additional information regarding this event has been requested.

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.